Event description:
It was reported to kendall in 2001 that a nurse had used a safety lancet for a fingerstick on a pt; on activating the lancet, the needle did not retract, and the nurse received a needlestick. Device discarded, but 5 activated samples from same lot number were received and forwarded to the plant. Sales rep went back into the facility and inserviced the staff to ensure that the nurses fully depress the activator in future, in order to prevent this recurrence.